Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a other (unusual issue) issue. It was reported that the pump says it is not primed but the pump failed to emit a loss of prime warning. It was also reported that the "prime box" and cannula would not properly fill. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long-term cessation of insulin delivery if the user is unable to prime the pump or detect a loss of prime in the absence of an alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-may-2018 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. The ezprime steps were performed with no issues. The pump was exercised for 24 hours with no loss of prime duplicated. A loss of prime was induced for testing purposes and the pump correctly gave a loss of prime warning on the screen and the prime/fill cannula box was then unchecked due to the warning. The complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.